Event description:
Customer reported that the alarm appears to have some type of damage to it such as broken case, buttons missing, but customer could not specify the exact damge or issue with this alarm unit. The customer could not provide the date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue of damages, the dust covers are broken, the led lens cover is pushed into the alarm case, unit had evidence of being exposed to moisture and there is corrosion inside the battery compartment. Unit powered on the batteries and began to function as expected, when the "tone" switch was moved to "voice only" mode, the switch broke off inside the unit. In the "voice mode the unit did not sound. There was no sound and after about 10 seconds the unit powered off. The unit was plugged into the 9v adaptor, the green led began to blink but there was no sound and the nurse call was not coming on at the nurse call station. (B)(4).